Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/19/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrows on the keypad are hard to press. The patient has to press the buttons in the right spot several times before the pump responds. This issue was noticed a couple of months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.